Event description:
There was a cardio md bearing block failure (malfunction). When the customer went to move heads up she heard noise and immediately stopped motion and shut machine down. The philips field safety engineer (fse) inspected the system and determined that the bottom of block broke off and bearings fell onto floor.

Manufacturer narrative:
Refer to attached investigation summary, (B)(4), investigation summary, linear detector bearing breakdown, cardiomd (B)(4). This will close the handling of this incident. Conclusion: a risk product of 10 will, according to ddd¿s risk mgmt procedure, not call for actions for further mitigation to reduce risk. However it has been decided that ddd and philips will initiate preventive actions to improve the lubrication instructions for the cardiomd. Based on the site inspections and repairs it has been confirmed that the cause to the incident system failure was insufficient lubrication of the rail blocks on the vertical linear bearing for detector motion. During a complete re-assembling of all radial detector motion all parts was inspection and found okay. The failing linear bearings have been inspected by ddd. The inspection confirmed that the root cause to the incident was lack of lubrication. It was concluded that the incident has been caused by a human error during service routines. This will close the handling of this incident.